Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 2.75x38 rx xience prime stent delivery system (sds) was advanced without resistance to a mildly calcified, de novo lesion in the heavily tortuous mid right coronary artery and the stent was deployed without difficulty. The sds was then withdrawn without difficulty. During routine post-dilatation of the stent with an unspecified balloon, a dissection occurred. The dissection was successfully treated via deployment of an unspecified stent, completing the procedure. Post-dilatation was performed. No other procedural issues were noted. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.